Event description:
It was reported that the patient presented for a follow-up visit in the clinic. The patient had a near fall post-procedure on (B)(6) 2024. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture and failed to sense. Fluoroscopy confirmed that the rv lead had dislodged. The rv lead was repositioned on (B)(6) 2024. The patient remained in stable condition.